Event description:
The pt reportedly did not receive benefit from his device. During the surgery to reposition, the migrated electrode array, a decision was made to explant the pt's device. The pt's device was explanted. The pt was reimplanted with another advanced bionics cochlear implant.